Manufacturer narrative:
(B)(4). Multiple revisions of the inss/leads were reported without more specific detail. See manufacturer report #3004209178-2016-02843.

Event description:
The patient reported an unknown number of revisions from 2011 to 2013 for lead placement issues or implantable neurostimulator (ins) location issues. Specific reasons were not remembered. They were needing to be fixed due to a crooked spine and the patient's anatomy. He had bruises and scars 2 inches long from the surgeries. Relevant medical history included complex regional pains syndrome type 1. Follow-up was performed to determine more specific details of each revision and what had led to them.